Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead demonstrated a damaged insulation at approx. 23.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of clavicular first rib entrapment. Further analysis of the lead revealed a rubbed through insulation at approx. 47 cm distal to the is-1 connector pin. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. These findings can be considered as the root cause for the mentioned clinical observations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient complained of feeling dizzy. ECG demonstrated intermittent loc. The physician suspects that there is a problem with the header on the pacemaker. This system was explanted.